Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc confirmed the followings; omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The user didn't flush the air/water channel with water and air during precleaning the subject device. The user didn't flush alcohol, didn't check the disinfectant concentration and didn't disinfect the water supply line during using endoclens-d. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes (about 10 cfu) were detected from the sample collected from the subject device. First time; july 8th, 2020; instrument channel: gram-positive bacillus and gram-negative bacillus, second time; july 14th, 2020; instrument channel: gram-positive bacillus and gram-negative bacillus, the device had been reprocessed with a (B)(6) automated endoscope reprocessor, endoclens-d, using phtharal. There was no report of infection associated with this report.